Event description:
This device was returned for analysis. Per our records, this system was removed due to infection. Only the ICD was returned. The leads were discarded by the hospital. Linox sd 65/16, (B) (4), MDR 1028232-2010-00922. Setrox s 53, (B) (4), MDR 1028232-2010-00923.